Event description:
The pt died two days post-procedure. Reason for death given by the reporter was congestive heart failure and arrhythmia after the procedure. The report is from the study. The pt was a male with a history of obesity, hypertension, hyperlipidemia, smoking, diabetes, congestive heart failure, peripheral vascular disease, and chronic pulmonary disease. The indication for the index procedure was acute myocardial infarction. The target lesion was the proximal circumflex artery. Vessel diameter was 2.25mm and the lesion length was 25mm. Pre-procedure stenosis was 100% and timi flow was 0. The lesion was de novo and a type c classification. The lesion was pre-dilated with a 2 x 20mm balloon at 22atm. A crb33225 was deployed in the lesion at 18atm. The stent was post-dilated because it was not fully expanded. Post-dilation was conducted with a 2.5 x 15mm balloon at 20atm. Post-procedure stenosis was 0% and timi flow was 3.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.